Manufacturer narrative:
The device ro 14 035 has been inspected for investigation purpose. The tests performed confirmed the vigilance device was broken. The defective part was replaced for repair purposes.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the vigilance device was non-functional. There was no patient involvement reported.